Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the battery was not charging as expected. The green charge light was not illuminated, and the yellow light on the power switch was very dim. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.